Manufacturer narrative:
History of gastrointestinal bleeding is captured under MFR. Report#: 2916596-2021-02351.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device confirmed a thrombus in the outflow stator. Although a root cause for the deposition could not conclusively be determined through this evaluation, the deposition could have contributed to the reported increase in lactate dehydrogenase (ldh). The submitted log file, which contained data from (B)(6) 2021 to (B)(6) 2021, showed two minor power elevations on (B)(6) 2021 and (B)(6) 2021, respectively. Although a specific cause for these elevations could not conclusively be determined through this evaluation, it was noted that the elevations were captured during pulsatility index (pi) events. Speed remained above the low speed limit for the duration of the file. The pump appeared to function as intended. (B)(6) was returned assembled with the driveline cut approximately 8.5¿ from the pump housing. The distal end was not returned. The apical sewing ring, outflow graft, and outflow graft bend relief were also not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The outlet elbow was returned attached to the outlet port. Examination of the blood contacting surfaces of the pump upon disassembly revealed a red, tissue-like deposition surrounding the outlet bearing ball. Its lack of laminated layering suggests that this deposition did not initially form in the outlet stator. Although its origin cannot be conclusively determined, the presence of contact marks on the rotor's outlet bearing cup suggests that the deposition was present in the outlet stator while the device was in operation and could have contributed to the reported increase in ldh. The duration of time that the deposition was present within the pump could not be determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis and hemolysis. This section also provides an explanation of all pump parameters, including pump speed, power, and flow, and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history record for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for suspect lactate dehydrogenase (ldh) value. There were no alarms or findings in the devices history. A transesophageal echocardiogram showed a mostly closed aortic valve that remained closed with increases in pump speed. There was no suspicion of pump compromise. The cause of the elevate ldh was unclear. The log file captured a few powers above baseline in the 9w range on (B)(6) 2021 that were transient and were associated with pulsatility index events. Patient remained admitted to the hospital with elevated ldh. No hematuria. Pump parameters were stable. End organ function stable. The site suspected pump thrombus based on elevated ldh value. Patient was off all anticoagulation for history of gastrointestinal bleeding. Pump exchanged (B)(6) 2021 to heartmate 3 for suspected thrombus.